Manufacturer narrative:
Exact date unknown, event occurred a couple months ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(4). Batch: 18230823. Product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132. Serial: (B)(4). Batch: 18488305.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. It was also noted that the leads were no longer communicating. The patient underwent a complete replacement procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility.